Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. Review of the event history log (ehl) confirmed the reported issue through alarm. The device was visually inspected. A functional test was performed. The plunger pcb had a desoldered transistor. The plunger pcb, force sensor and plunger case were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the pump was not recognizing the syringe size, syringe not in place error. There was no patient involvement.